Event description:
It was reported that high impedance (>4000ohms), high thresholds, and a possible lead fracture were observed. The lead was explanted and subsequently tested out of specification during manufacturers analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. This report is based on incoming information and returned device analysis. The user facility has no responsibility to file a 3500a. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Evaluation summary: tce107482v the distal conductor was fractured; full lead returned for analysis.